Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. The annular dimensions of the native valve were effective orifice area 453mm^2, diameter of valsalva 32.6mm and perimeter of annulus 77.2mm. There was calcification in the sino-tubular junction (stj) and in the left coronary cusp (lcc) side that was thin to left ventricular outflow tract (lvot). During procedure, the first deployment depth was 2-3mm and a non-uniform expansion (nue) on non-coronary cusp (ncc) side, so the re-sheath was conducted. A capture was performed, and a catheter was deployed for the left ventricle (lv) side to the greater curvature. When pushing, it became complete atrioventricular block (cavb) and a temporary pacing was started. After that a re-sheath was conducted and the navitor was implanted at a depth of ncc 3mm and lcc 4-5mm and the pulse of the patient got returned but the electrocardiogram (ECG) was unstable. So the pacing was continued. A post balloon aortic valvuloplasty (bav) was performed two times to resolve paravalvular leak (pvl) and the final implant depth was ncc 1.5mm and lcc 3mm and the pvl got resolved. The patient returned room for follow-up with temporary insertion. The patient was reported stable

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of paravalvular leak (pvl), heart block, EKG changes, and aortic regurgitation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a history of right bundle branch block, there was a calcified sinotubular junction and calcification on the left coronary cusp side, the implant depth prior to the post balloon aortic valvuloplasty (bav) was 3mm from the non-coronary cusp, the implant depth after the post bav was 1.5mm from the non-coronary cusp (shallower than the recommended 3mm), the valve appears to be correctly sized based on provided annular dimensions, and no deployment difficulties were noted. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. The annular dimensions of the native valve were effective orifice area 453mm^2, diameter of valsalva 32.6mm and perimeter of annulus 77.2mm. There was calcification in the sino-tubular junction (stj) and in the left coronary cusp (lcc) side that was thin to left ventricular outflow tract (lvot). During procedure, the first deployment depth was 2-3mm and a non-uniform expansion (nue) on non-coronary cusp (ncc) side, so the re-sheath was conducted. A capture was performed, and a catheter was deployed for the left ventricle (lv) side to the greater curvature. When pushing, it became complete atrioventricular block (cavb) and a temporary pacing was started. After that a re-sheath was conducted and the navitor was implanted at a depth of ncc 3mm and lcc 4-5mm and the pulse of the patient got returned but the electrocardiogram (ECG) was unstable. So the pacing was continued. A post balloon aortic valvuloplasty (bav) was performed two times to resolve paravalvular leak (pvl) and the final implant depth was ncc 1.5mm and lcc 3mm and the pvl got resolved. The patient returned room for follow-up with temporary insertion. On 08 march 2024, patient received a permanent pacemaker. The patient was reported stable.